Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the manufacturer's programming history database revealed that a faulted system diagnostic test caused the patient¿s generator to change to unintended parameters. The device was re-programmed, but the frequency, pulse width and magnet on-time were not corrected prior to the patent leaving the clinic. Manufacturer labeling indicates to perform a final interrogation prior to the patient leaving the clinic to identify and fully correct such programming anomalies. No patient adverse events were reported.